Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review reveled that this device was not previously serviced for the reported condition of 'failure code 810:04'. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Event description:
The facility reported a colleague infusion pump which displays a system error. During product evaluation by a baxter service technician, this condition was confirmed as failure code 810:04 due to the air in line printed circuit board being out of calibration. This event was reported to have occurred during programming/setup in the facility's medical/surgical care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a system error was confirmed during product evaluation as failure code 810:04. This condition was caused by the air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was re-calibrated to correct the reported condition.